Manufacturer narrative:
Product analysis: both output connectors were found to be broken. The display failed all on/off tests, and was found to be exhibiting liquid crystal display (lcd) bleed. Display wire was found to be pinched, with insulation intact. Case was found to be broken and cracked. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged port. The epg has been returned for repair. There was no patient involvement.